Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30448178m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and experienced a st elevation on ECG which required coronary angiography (cag). Cag was conducted and it was checked there was no problem. On follow up, the physician commented that transient st elevation was due to pericarditis. With the information available, this will be conservatively reported. Since the event required medical/surgical intervention (cag) to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Additional information was received on 4/22/2021. It was confirmed that there was no product problem nor malfunction observed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).